Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ sodium heparinn (nh) 158 usp units blood collection tubes, the device experienced sample leakage. This event occurred four times. The following information was provided by the initial reporter. The customer stated: hello, we experienced whole blood leaking out of plastic sodium heparin tubes during air transport. What is the issue you experienced? 4 tubes from this lot were shipped in the same shipment and leaking of blood contents was seen after air transport.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sodium "heparin" (nh) 158 usp units blood collection tubes, the device experienced sample leakage. This event occurred four times. The following information was provided by the initial reporter. The customer stated: hello, we experienced whole blood leaking out of plastic sodium heparin tubes during air transport. What is the issue you experienced? 4 tubes from this lot were shipped in the same shipment and leaking of blood contents was seen after air transport.